Event description:
It is reported that during surgery in 2009, the kirschner wire broke and was left in the pt. A second wire was sued, which also broke, and it was left in the pt.

Manufacturer narrative:
Evaluation summary: no product was returned for eval. Also no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.